Event description:
This quadpole lv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013 due to high thresholds on all vectors. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).